Event description:
It was reported that the pump's touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional action was needed at that time.